Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturing reference number: 2017865-2022-41565. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited high pacing impedance. The right ventricular lead was capped and replaced on (B)(6) 2022. The right atrial lead was capped and replaced during the same procedure for unknown reason. The patient was recovering after the procedure.